Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the patient received more medication than intended. On an unspecified date and time, the device was programmed in the pca+continuous mode, to deliver dilaudid 30mg/ml, at a continuous rate of 0.3mg/hr, with a 0.3mg pca dose, an 8 minute patient lockout, a 9mg four hour dose limit, and the delivery was started. On (B)(6) 2012 at 0900, it was reported that a new 30ml vial was loaded into the device and the delivery was restarted. The customer contact reported that every four hours, two nurses checked the programming and cleared the shift totals. At 0130, it was reported that the 6.1ml shift total was cleared, at 1545, it was reported that the device alarmed for empty syringe; however, the display indicated 2ml had been delivered. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects and no reported delay in therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.